Event description:
Pt received a sulzer medica - sulzer orthopedics, inc - inter-op acetabular shell implant. The implanted device was explanted. Preoperative diagnosis: failed acetabulum left total hip replacement. The acetabulum showed no evidence of any bony ingrowth. Procedure: revision of failed sulzer acetabulum left total hip replacement.